Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post-operative device check, a few weeks after implant, the right atrial (ra) lead exhibited no capture, was tested again and showed high capture. The ra lead also had unstable thresholds, varying impedance and undefined high impedance measurements. During a pocket manipulation test, the ra lead exhibited oversensing and noise. It was also reported, "since there was no definitive answer the physician decided to change both of the products that were causing trouble." It was noted that after the lead and device were explanted and replaced, the device was visually inspected and the "set screw did not appear to be loose." No patient complications have been reported as a result of this event.